Manufacturer narrative:
A !m1 mobile x-ray device had found to emit smell and smoke. Investigation shows that one cell in the battery ventilated. This is a very rare situation, less than 0,00036 occasion in the battery service life. All implemented safety measures functioned as intended and the device shut down saftely. The smoke emitted has no health effects on patients, users or environment. A little amount of electrolyte leaked on the battery mounting plate. The mounting plate can only be reached when conducting service/maintenance on the device (only authorized service technicians are allowed to perform maintenance). A service bulletin is sent out to inform about use of appropriate protective clothing when exchange of battery at suspicious electrolytic leakage. Protective -gloves, -eyeglasses, and -coat. Eventual electrolyte has to be removed wiped up and discarded in a covered garbage can. There are in total (B)(4) units in the united states.

Event description:
The device was situated in an open area in a corridor. While charging the device emitted smoke. The personnel moved the device in a nearby free airy environment. The smoke from the device ceased after a few minutes.

Manufacturer narrative:
Initial evaluations shows that all implemented safety measures has worked as intended. The device shut down safely. Theoretically calculations shows that the gas emitted has no health effects on patients, users or the environment.

Event description:
The device was situated in an open area in a corridor. While charging the device emitted smoke. The personnel moved the device in a nearby free airy environment. The smoke from the device ceased after a few minutes.